Manufacturer narrative:
A 5-level fusion surgery was performed using a hybrid (partially open surgery using mis screws) approach. During the 1 day post op x-ray, it was discovered that the set screw at the bottom level had dislodged and released the set screw, which resulted in the surgeon performing a revision surgery. After investigation of the returned implant, it was determined that the issue was with the separation of the ring element from the tip of the instrument which was sitting inside the screw housing . The result was the disassembly of the set screw from the housing. Instrument documentation was reviewed, which did not show a manufacturing failure. Mechanical testing as well as simulation testing to replicate the incident were performed on same batch instrument. Mechanical failure mode was outside clinical environment and further we could not replicate the incident during clinical simulation. Surgeon mentioned more force was applied to the instrument due to patient's good bone quality. From the limited information provided and subsequent testing, conclusion was indeterminate. The patient is doing well and no further medical intervention was required after the aforementioned revision surgery.

Event description:
A 5-level fusion surgery was performed using a hybrid (partially open surgery using mis screws) approach. During the 1 day post op x-ray, it was discovered that the set screw at the bottom level had dislodged and released the set screw, which resulted in the surgeon performing a revision surgery.